Event description:
It was reported that during a meniscal repair, the second implant would not deploy/advance from the trocar. This happened twice, first with the initial device and then with the back-up device. The surgeon converted to a menisectomy; the case was completed successfully. Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned because it had been discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. Per the directions for use, the user is instructed to place downward pressure on the shaft of trocar #2 where it exits the depth stop. This will release the trocar and place it into position for insertion; insert the second implant by pushing trocar #2 until the handle hits the back of the depth stop. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.